Manufacturer narrative:
(B)(4)

Event description:
It was reported that long charge time was observed during a routine follow-up. The patient was asymptomatic and has not had hv therapy but has had atp therapy that broke vt and a return to sinus rhythm. The device was explanted due to long charge time. The patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.